Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that the device's charge pak assembly was missing.  Physio then opened the device to perform a visual inspection and observed that the unit had been in a humid environment which had caused minor rust and corrosion.  Additionally, a musty smell was observed. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator as well as a service wrench on the readiness indicator. There was no patient use associated with the reported issue. Upon examination of the device, physio-control observed that all three icons (charge pak, attention and service wrench) present on the readiness display and that the unit would no longer power on when prompted.